Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that there are some minute ventilation oversensing rv impedance was 1500 and then was 400's after turned off. Spikes impedance on rv and would program that lead split sensing bipolar pacing unipolar. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).